Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant. It was reported that prior to discovering the dislodgement the lead was undersensing and had increased pacing thresholds. Subsequently, the patient underwent a revision procedure and this product was successfully repositioned. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.